Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is a black unknown object found in one tube. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is a black unknown object found in one tube. No patient impact reported.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 19-feb-2024. H.6. Investigation summary: bd received one (1) sample and five (5) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) at the bottom of the gel was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for fm at the bottom of the gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm at the bottom of the gel based on the return sample and provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.